Manufacturer narrative:
The doctor reported seven cases where the medpor contain sheet implant was exposed. The doctor provided lot numbers for four of the cases. The lot number information for this case was not provided by the doctor to allow for review of the device history records. Device not returned.

Event description:
The doctor placed a medpor contain sheet implant and at approximately two to three months the patient presented with exposure of the medpor contain sheet implant. The doctor removed the implant.